Event description:
The customer reported that that the displays on this central nurse's station (cns) went black for a few minutes then they came back on, and all patients were able to be seen. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the displays on this central nurse's station (cns) went black for a few minutes then they came back on, and all patients were able to be seen. There was no patient injury reported. Investigation summary: the device with the reported issue was not available for evaluation. A root cause could not be determined. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 09/08/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 09/10/2025 I called elizabeth to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for elizabeth to call me back with this information. Attempt # 3: 09/12/2025 I called elizabeth to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for elizabeth to call me back with this information. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H11 additional manufacturer narrative.

Manufacturer narrative:
The customer reported that the displays on this central nurse's station (cns) went black for a few minutes then they came back on, and all patients were able to be seen. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 2: on (B)(6) 2025, I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: on (B)(6) 2025, I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information.

Event description:
The customer reported that the displays on this central nurse's station (cns) went black for a few minutes then they came back on, and all patients were able to be seen. There was no patient injury reported.